Event description:
The patient stated they had been at their doctor¿s office for an adjustment of medication in their pump. They felt the medication was adjusted too high and they started having symptoms one day after the dosing was increased in their pump. The patient was reading the pump therapy manual about overdose symptoms, and they felt they had almost all of the symptoms listed except a rash. They reported constipation, urinary retention, nausea, drowsiness, itchiness, confusion, euphoria, and excessive sweating. They started feeling symptoms nine days prior to the report. They had an appointment with their doctor tomorrow. The patient noted they felt wired and ¿this was getting the better of him now¿. The doctor told them that the symptoms would pass over time. The patient thought morphine was in the pump, but they were not sure. The patient later reported that they were still having concerns regarding their device or therapy, but they were working with their doctor or representative. Their next appointment was on (B)(6) 2014. The patient also stated, the unit personal therapy manager (ptm) was too difficult for a patient to understand. It should have an ¿off¿ capability if the patient is being overdosed and no doctor is immediately available. Usually appointments to see the doctor were days in advance. The pump should have a flexible bladder as a reservoir, allowing for longer time frames between refills as the bladder could be the medication reservoir.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).